Manufacturer narrative:
The unit was returned to the service center for evaluation. The user¿s complaint of ¿no image¿ was confirmed due to a faulty cable. The cause of the cable failure cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, no image displayed on the camera head. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The device was delivered to the customer on (B)(6) 2017. The lm reported that the most probable cause for the reported event is as follows: in this case, it is presumed that due to the handling of the user, unexpected stress was applied to the cable and the cable unit broke down, causing the image to disappear. The legal manufacturer checked the contents of the instruction manual regarding ¿ no image¿ (cable unit failure). Regarding the handling of the equipment, the instruction manual has the following description. As a result, the reported event may be prevented. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.